Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the purge cassette. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 71-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an out-of-box defective purge cassette. A new cassette was placed without issues. In addition, there was concern for hemolysis. The plasma free hemoglobin was 2.9; however, the physician was concerned with down trending platelets. Blood products were transfused. The post-procedure outcome is unknown. The impella functioned at p-4 at 3.2l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information provides additional details regarding the event and notes outcome at end of unit support care was withdrawn and the patient subsequently expired. Section d6b explant date has been updated accordingly (with d6a implant date repopulated). Following the clinical assessment, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Additionally, complaint coding has been revised to reflect the reported event updated details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Related report number. This is one of two device reports associated with the patient event. Refer to h10 for the related report number(s).

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 71-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an out-of-box defective purge cassette. A new cassette was placed without issues. In addition, there was concern for hemolysis. The plasma free hemoglobin was 2.9; however, the physician was concerned with down trending platelets. Blood products were transfused. After 18 days on support, the family withdrew care and the patient expired on support. The impella functioned at p-4 at 1.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient in heart failure and cardiogenic shock, complicated by stage c shock.

Manufacturer narrative:
D4: corrected the serial number, catalog number, and UDI.

Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the mechanical interaction with blood / hemolysis was not determined due to no product returned, no data logs recovered, and insufficient clinical details.